Event description:
It was reported in 2 cases the angio-seal devices were successfully deployed. However, in both cases, the pts developed a fever within 24 four hours of the procedure. The pts were treated with antibiotics with resolution of symptoms.